Manufacturer narrative:
Journal article: outcome of pci with xience versus other commonly used modern drug eluting stents: a scaar report authors: per grimfjärd, elin bergman, sergio buccheri, david erlinge, bo lagerqvist, bodil svennblad, sebastian völz, oskar angerås, stefan james journal: catheter cardiovasc interventions year: 2021 reference: doi: 10.1002/ccd.29641 patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled - outcome of pci with xience versus other commonly used modern drug eluting stents: a scaar report - was submitted. The aim of the study was to analyze the clinical outcome of percutaneous coronary intervention (pci) using a non-medtronic polymer everolimus eluting stent (des) versus other modern des. Medtronic's endeavor rx, endeavor resolute, resolute integrity and resolute onyx stents were among the devices used. The primary outcome measure was a combination of all-cause death, myocardial infarction (mi) and revascularization with pci. Angiographical outcome measures were in-stent restenosis (isr) and stent thrombosis (st). Clinical outcomes reported included all-cause death, myocardial infarction, revascularization, in-stent restenosis and stent thrombosis.